Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 72-year-old male patient for protected percutaneous coronary intervention (pci). The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was not reported. During device removal, bleeding was observed around the impella introducer sheath and a hematoma was noted at the insertion site. Activated clotting time (act) was reported as 268 seconds. Management included application of manual pressure, removal of the sheath, deployment of two perclose closure devices, and placement of an 8 french angio-seal device to achieve hemostasis. The use of angio-seal is an off-label practice/outside of recommended practice guidelines. Serial dilation and vascular closure device utilization were reported to be consistent with best-practice access management techniques. No additional intervention was reported. The impella cp functioned as intended throughout support. There was no reported interruption of therapy or hemodynamic compromise associated with device performance. The patient was successfully weaned and explanted at the completion of the protected pci. Based on the available information, the reported bleeding and hematoma are most consistent with procedure- and access-related complications associated with large-bore arterial access and anticoagulation. The impella cp functioned as intended, and there is no evidence of device malfunction or performance issue contributing to the event. The post-procedure outcome includes patient successfully weaned from device support, survived and bleeding resolved following interventions stated above.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.